Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 1/18/2018. Device returned to manufacturer? Yes. Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection with unaided eyes showed that the lens was cut at the optic area most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The complaint could not be confirmed. Manufacturing record review: a manufacturing record review was performed and no non-conformances with respect to the manufacturing process were found. The device was manufactured according to specifications. The complaint history search revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.0 diopter intraocular lens (iol) folded up as the lens was being inserted into the eye. Reportedly, the patient''s capsular bag tore and vitreous fluid leaked. No additional information was provided.